Event description:
Sales rep reported on behalf of the surgeon, that a t2 femur nail revision took place on the (B)(6) 2012. He added that the threads of the two screws were damaged.

Manufacturer narrative:
Add'l info has been requested. If add'l info is received, it will be provided on a supplemental report.